Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ tube pln plh 13x100 6.0 plblce md/bl has been found containing mixed product before use. The following has been provided by the initial reporter: it received 1 green tube (instead of blue) within the pack of 100 units of bd vacutainer blue tubes (silica (clot activator).

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for incorrect cap color with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#134494 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It has been reported that the bd¿ tube pln plh 13x100 6.0 plblce md/bl has been found containing mixed product before use. The following has been provided by the initial reporter: it was received 1 green tube (instead of blue) within the pack of (B)(4) units of bd vacutainer blue tubes (silica (clot activator).